Event description:
A malfunction was reported on a pump, with the caller experiencing difficulties in turning it off. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and arranged for a replacement approved by csa barb hatfield. The customer was advised to use mdi as a backup therapy and informed about the compatibility issue with fsl2+ sensors, recommending consultation with their healthcare provider for a compatible prescription. The caller was instructed on steps to take upon receiving the replacement pump and how to return the faulty pump via ups.